Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a thoraco/lobectomy procedure, the nurse connected the reload to the handle, removed the yellow tab and performed open and close check, the jaws closed and but did not open even though the nurse pressed the sil ver button. The nurse removed the reload with its jaws closed, reconnected it to the handle, but the jaws did not open, so a new reload was used. The event occurred during the procedure, but the product was not used for patient. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.